Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery oscillator device had intermittent operation. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A visual and functional assessment was performed which found that the device did not operate intermittently. It was further determined that the device was functional and it passed the pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during service/repair, it was observed that the cover flange and the motor were corroded and an unknown debris was found inside the gear. It was determined that the issues were consistent with improper cleaning. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.